Event description:
During acl repair, biorci ha interference screw broke while being inserted into the tibia. Surgeon removed the screw, cleaned the area and successfully completed surgery. No pt injury or procedural complications were reported.